Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, a low battery alarm, and had a replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery now alarm, and the new battery did not resolve the issue. Troubleshooting was performed for the open book image, which explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no battery related alarms/alerts or unexpected battery power loss and charge/battery lasts less than expected recorded in the formatted history file on the event date (B)(6) 2025. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected due to no record of any battery cycles found in pump history records. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2025 05:08:00.000 and (twice) on (B)(6) 2025 05:08:10.000 according in the error log file/detailed trace file. As per global logic analysis, pump error 63 alarms (lcd) (line number 19825 file number 49 & line number 704 file number 2006), suspected on hw. In further review of the formatted history file 1 week prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: (B)(6) 2025 00:27:22.000 unable to test for sensor expired alert due to critical pump error (open book image) alarm. Sensor expired alert was unknown. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were not confirmed according to the formatted history file. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor, vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.